Event description:
This lead was explanted and replaced due to loss of capture and impedance greater than 3000 ohms.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 51 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connectors was not returned for analysis. The returned lead fragment was visually and electrically analyzed. In the course of the analysis, the insulation was found rubbed through on the distal part of the lead. In this area the cable to the ring electrode was found broken. These damages can be considered the root cause of the reported clinical observations. The characteristics of these damages indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No further peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.